Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported in the nicu a filter for lipids cracked, and leakage was noted from the connection site of the product and IV tubing.